Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that unstable angina occurred requiring treatment. In (B)(6) 2020, the subject was referred for cardiac catheterization. The first target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 60% stenosis and was 14 mm long, with a reference vessel diameter of 3.5 mm. The first target lesion was treated with pre-dilatation and placement of a 3.50 mm x 16 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. The second target lesion was located in the proximal right coronary artery (rca) extending up to middle rca with 90% stenosis and was 58 mm long, with a reference vessel diameter of 3.5 mm. The second target lesion was treated with pre-dilatation and placement of 2.75 mm x 28 mm and 3.50 mm x 32 mm synergy stent systems. Following post dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel. Three days later, the subject was referred for coronary angiography which revealed 90% stenosis in the proximal rca extending up to middle rca which had previously placed study device was treated with percutaneous coronary intervention (pci) (target vessel revascularization-tvr). Post intervention, the residual stenosis was noted to be 30%. The event was also treated medically. Three days later, the subject was discharged from hospital. At the time of reporting, the event was considered to be recovering/resolving.